Event description:
Fatigue/loss of energy, no sex drive, hard to lose weight, hair thinning, depression, cloudiness, forgetfulness, trouble sleeping, heavier periods, inflammation (ferratin), anxiety, mood swings, intolerance to alcohol, night sweats, break out worse, hip pain, hand pain, started bleeding after sex, eyesight seems to have gotten worse.